Event description:
It was reported that during a shoulder procedure using a speedscrew 5.5 implant with inserter handle, the screw began to break upon insertion. It was necessary for the surgeon to drill an additional bone hole to successfully complete the procedure. There were no significant delays or pt complications reported as a result of this event.